Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they hospitalized for high blood glucose of 350 mg/dl on (B)(6) 2017. Customer's blood glucose went up to 500 mg/dl, current reading at the time of the call were 244 mg/dl. Customer had gone to the emergency to get treated for high blood glucose, as blood glucose was rising on their own. Customer was experiencing uncontrolled blood glucose. Customer was wearing the device at the time of the hospitalization. Troubleshooting on the pump had been done previously on the insulin pump for high blood glucose, no further troubleshooting was performed. The insulin pump is not returning for analysis.